Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited capture failure at the post-implant check. X-ray was performed and confirmed that the lp had dislodged into the pulmonary artery. The lp was explanted and replaced. The patient was stable.